Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2019-aug-12 from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that their reason for calling was their ins was not working, explaining they meant they were not getting symptom control from the ins. They were able to sync with their patient programmer on the call and it showed stimulation was on program 1 at 8.5v. They tried to increase their stimulation, but they saw a limit reached screen appear. It was reviewed that the ins had the potential to go up to 8.5v. They adjusted the program to program 2 and increased to 8.5v. They noted they couldn't feel the stimulation, but would try this program for 48 hours before switching to another program. It was noted the patient could no longer feel stimulation beginning about a month prior and not getting symptom control had begun about 2 weeks prior. On 2019-aug-30 additional information was received from the consumer: when asked what were the circumstances that led to not feeling stimulation the patient responded that when they called they were told to go through a process change and still there is no change. The patient never felt any reaction to the second program and their symptoms had not resolved. No further complications were reported or anticipated.